Manufacturer narrative:
Visual inspection of the returned articular surface identified that the locking tab on the part had gouges and was flared. It was also noted that there were dents on the top surface of the implant. The flaring and the damage on the articular surface are the results of implant extraction. Dimensions were found conforming to print specifications where measured. Device history records for the related products were reviewed and no deviations or anomalies were found. This device is used for treatment. A product history search for the articular surface part and lot combination identified no other reported complaints. The flared dovetail indicates that the articular surface was not inserted properly and was extracted from the tibial surface using the inserter/extractor instrument. It is likely that the problem encountered is related to the surgical technique.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete. H3 other text : 81

Event description:
It is reported that the articular surface would not lock into the tibial plate. Another implant was used for surgery.